Event description:
Knee pain, knee swelling, knee strain. The pt received three injections of synvisc to the right knee approximately a year and a half ago (dates unk). The pt reported that fluid was not aspirated from the knee prior to the injections. After the first injection, the pt experienced pain and swelling in right knee. The symptoms resolved within 2-3 months. The pt reported that four months ago, approximately 2003, they strained knee and the swelling returned. The pt received a cortisone injection (date unk) to right knee, but the knee remained swollen. At the time of this report, the pt's clinical outcome is unk. Additional info was received from the physician. X-ray findings revealed joint narrowing and osteophytes. The pt received an injection of synvisc to right knee in 2001. The physician did not aspirate fluid from the pt's knee prior to the injections. After each injection, the pt experienced knee pain. One month later, the physician treated the knee pain with a corticosteroid injection. At the time of this report, the pt's knee pain has resolved. Manufacturer's comment: synovial fluid or fluid or effusion should be removed before each synvisc injection.